Event description:
This patient was to have a stenting procedure of the right intra-hepatic bile duct using an endoscopic approach. The vessel was described as tortuous and the calcification level is unknown. The physician tried to advance a smart stent (size unknown) to the lesion but was unsuccessful due to the heavy tortuosity of the vessel. The physician tehn inserted a jindo wire to try to straighten the vessel and in doing so stretched the wire. The wire was removed safely and another jindo wire was inserted for the same reason but this guide wire was removed, as there was friction between the guidewire lumen of the stent delivery system and the guidewire. The physician aborted the procedure at this time. There was no harm to the patient.